Event description:
It was reported that during implant when the right ventricular lead was connected to the pulse generator, the patient went asystolic, loss of ventricular capture was noted. Two different devices were connected with the same result. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.